Event description:
It was reported that "revised due to instability."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x=rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.